Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, part of screen was completely black, without any graphics or text. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.